Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a minimally invasive plif at l4-5, l5-s1 to treat lumbar spondylosis and stenosis at l4-s1 causing low back pain and lumbar radiculopathy with use of bmp and non mdt hardware. The patient¿s procedure was without complications. The patient complained of significant leg pain 3 days post-op. A CT scan showed no evidence of significant abnormality to account for her symptoms. Two years post-op the patient complained of low back pain, left leg pain which is worsened by sitting, standing, riding, walking and bending. Symptoms only relieved by laying on stomach and pain medication.